Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was debris on the product. Visual inspection found that the haptic was torn. Claim#(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +3.0/+3.0/096 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. The lens was implanted, removed, and replaced intra-operatively. The problem was resolved. No patient injury occurred and the cause of the event is reported as unknown.